Manufacturer narrative:
An oxygen (o2) sensor was returned to covidien/medtronic¿s failure analysis. A visual inspection found no notable conditions. An investigation was performed and no fault was found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator had an oxygen sensor leak. The ventilator was not in use on a patient at the time the malfunction occurred. The service engineer (se) verified the malfunction and replaced the oxygen sensor. The unit passed all testing and operates within the manufacturing specifications.